Event description:
It was reported that the switch remained activated at all times when connected to a power source.

Manufacturer narrative:
It was reported that the switch remained activated at all times when connected to a power source. Our examination confirmed this report, but we were unable to determine the cause of the malfunction. We have returned the unit to the switch manufacturer for further examination and testing and are awaiting their CAPA review.